Event description:
It was reported that the patient complained that he had 1 dacapo battery leaking and 1 dacapo battery not holding any charge. Upon the receipt of the suspected leaking dacapo battery, it was noticed that there was definitely an odour of a leaking battery.

Manufacturer narrative:
The device has been returned to (B) (4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report. Potential for serious injury, even though not present at this instance.